Manufacturer narrative:
Our quality department conducted various analyses on the returned device: - visual inspection: presence of organic residues inside the valve - pressure testing before decontamination: non-compliant for position 4 only - programming control before decontamination: compliant the batch file has been reviewed and the valve spv-2010 complies with the expected specifications when release from production. In conclusion, the difficulties encountered by practitioners in adjusting the device are due to the organic residues present inside the device, that led to an obstruction. The phenomenon in well-known and documented in the instructions for use and risk analysis.

Event description:
The patient had hydrocephalus and was treated with a ventriculoperitoneal shunt. On (B)(6) 2024, the patient had noticed an increased discomfort with urinary incontinence, with the patient now getting up twice in the evening. On the CT scan a ventricular dilatation is observed. Since there is an increase in clinical and imaging findings, the doctor decides to schedule a valve replacement. During surgery performed on (B)(6) 2024, an obstruction was found in the valve.

Event description:
The patient had hydrocephalus and was treated with a ventriculoperitoneal shunt. On (B)(6) 2024, the patient had noticed an increased discomfort with urinary incontinence, with the patient now getting up twice in the evening. On the CT scan a ventricular dilatation is observed. Since there is an increase in clinical and imaging findings, the doctor decides to schedule a valve replacement. During surgery performed on (B)(6) 2024, an obstruction was found in the valve.